Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that there were air bubbles in the reservoir. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated that the she would still have the air bubbles issue even after it has been pushed out. Customer also reported that there is a strong smell of insulin. Self test was performed and passed. The product is not expected to return for analysis.